Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The drive support cap was loose. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with motor error alarms during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.